Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the battery gauge was fluctuating. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support. Customer¿s blood glucose level was 250 mg/dl.